Event description:
The customer reported on (B)(6) 2014 at 8:53 pm, he activated a new pod and his blood glucose, carbohydrate intake and insulin history is as follows: at 8:22 am, the pod was deactivated. He then noticed the cannula was going through the adhesive pad and it was not properly inserted into his skin.

Manufacturer narrative:
The product was not returned for eval. The user reported the cannula was not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. See scanned page. Qualification records were reviewed and the product lot met all acceptance criteria.